Event description:
It was reported that this right ventricular (rv) lead was dislodged which was confirm via x-ray and fluoroscopy. The physician was unable to retract screw fully and unable to remove the lead. This lead was surgically abandoned, and a new lead of the same model was placed. No additional adverse patient effects were reported.